Event description:
It was reported that the patient presented in clinic for a follow up. It was noted that the left ventricular (lv) lead exhibited high capture threshold. The lv lead was explanted and replaced with new lead. The patient was stable throughout the procedure.